Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Based on updated information case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 50 to 77 mg/dl at the time of the incident. The customer used food to treated the low blood glucose. The customer started having lows since the motor error alarm occurred. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Case severity has been updated from malfunction to serious injury.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer also stated that there was motor error once they checked the alarm history insulin pump looks okay insulin pump on observation. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.